Manufacturer narrative:
Manufacture date: 12/2014. Based on the available information, this event is deemed a reportable malfunction. Additional patient/event details have been requested. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that while in theatre, the healthcare professional was unable to ventilate an infant after intubation. It was stated that during the quick assessment conducted from the patient to machine, they were able to immediately identify a problem with the endotracheal tube. It was further reported there was no harm to the patient as normal oxygen saturations were maintained throughout the incident. Photos were provided depicting the reported compliant issue.

Manufacturer narrative:
Additional information: a quality investigation was performed. Based on the record review it revealed that all relevant test performed during the manufacturing process and final product release had been performed and met the requirements. No non-conformity of this nature has been registered during the production of this lot. No other conclusion could be drawn without performing testing on the product an with the information available, we are unable to determine root cause of this complaint. Although a picture was provided by the customer there is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will continue to monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4)